Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 10 october 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr). It was noted that the clip delivery system (cds) required more than three translations to de-air the system. The system was able to be de-aired and the clip was implanted. There were no adverse patient effect and no clinically significant delay in the procedure.